Event description:
It was reported that during a follow up visit, the patient complained of heart failure symptoms that were getting worse. X-ray of the left ventricular lead showed that it had dislodged. That lead was explanted and a new lead implanted. Sometime after the revision, the new lead also dislodged. This lead will be revised at a later date. At this time, it is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.